Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned profiling option not operating for outpatient clinic medstation. The customer stated that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the profiling option not operating for outpatient clinic medstation. A technical support specialist (tss) handed the case to the integrated engineer. The integrated engineer updated the bop interface to reflect the "send all outpatient" as yes and the outpatients started crossing to the server. The engineer confirmed that this was an rpms host configuration issue regarding the op setup and worked with the information technology to enable all outpatients to be sent at belcourt and also reviewed the auto-discharge setting procedures in es to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned profiling option not operating for outpatient clinic medstation. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.